Event description:
Medical record reviewed 3/2/98. Pt was near drowning victim brought to emergency dept. In full cardiac arrest. Pt's temperature was 89.6 (f). Bair hugger used and placed underneath pt. For resuscitative purposes. Once pt. Removed from bed, notice purple, reddish colored area. Over next few days, area turned into blisters. Area was described as a 2nd to 3nd degree burn to posterior leg.